Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found one lens haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -17.5/+2.0/105 (sphere/cylinder/axis), within the same surgery due to lens tore/broke during delivery into the eye. There was no patient injury. Another same model/length lens was implanted on (B)(6) 2019 and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Event description: the lens tore/broke during delivery into the patient's right eye (od). Claim#: (B)(4).